Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 user¿s caregiver reported frequent low blood glucose (bg) readings since starting ilet therapy recently. The lowest bg recorded was 35 mg/dl. The agent explained that during the initial learning phase of the ilet system, the algorithm adapts to the user¿s insulin sensitivity, which can result in temporary fluctuations, including hypoglycemia. The user corrected the low with cereal and mini crunch bars. The user was instructed to monitor bg closely and to call back if the issue persisted. No external assistance or medical intervention occurred.